Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a deep vein thrombosis and presented to the hospital on (B)(6) 2020. The thrombosis was stated to be a known risk of the pulse generator system implant procedure that was completed on (B)(6) 2020 due to lead insertion into the vein. The patient reported upper extremity swelling and pain. A duplex testing was performed and it was recommended that the patient treat the swelling with compression, elevation, anti-coagulation, and activity restrictions. The patient was prescribed medication and at pre-discharge check on (B)(6), was progressing back to baseline. The patient presented again on (B)(6) 2020 for a follow up and was noted to have soreness around the implant site. The condition was reported to be getting better everyday. The patient was prescribed aspirin to ease the discomfort at night. Related manufacturer reference number: 2017865-2020-06631, 2017865-2020-06633.